Event description:
It was reported that the pump alarmed 'no disposable, pump won't run' with the cassette attached. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6 codes updated. No device was returned for investigation, no root cause determined. No lot number was provided, device history review not completed.